Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (pacing was increased rather than stopped), in addition to patient factors (severe annular calcification, severe native leaflet calcification, mild aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, post deployment of a 26mm sapien 3 valve, the valve embolized into the ventricle. Post valve deployment, while preparing to do an angiogram of the aortic root, the pacing was increased rather than stopped. The pusher was still down and the valve embolized into the ventricle. The valve was captured and pulled back to a 10:90 aortic/ventricular (a/v) position. While a second sapien 3 valve was being prepared, echo indicated the initial valve had embolized into the lvot and obstructed the mitral valve apparatus, causing mitral regurgitation. The procedure was converted to open surgery. The sapien 3 valve was explanted and a surgical edwards 23 perimount valve was implanted. At the time of this report, the patient was in stable condition and doing well. The patient was scheduled for discharge on postoperative day (pod) 3. The native annulus measured 25.4mm by CT with a valve area of 505mm2. Severe annular calcification, severe native leaflet calcification and mild aortic root calcification was reported. It was perceived that miscommunication during the valve deployment contributed to this event.